Manufacturer narrative:
(B)(4). Biomet liner cat#110024463 lot#948480, biomet shell cat#110010264 lot#6416655, biomet stem cat#11-300816 lot#412450, biomet bearing cat#ep-200148 lot#764600, biomet cone cat#11-301302 lot#369860, biomet head cat#163662 lot#716520. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00892, 0001825034 - 2020 - 00894.

Event description:
It was reported the patient underwent an initial hip arthroplasty. Subsequently, the patient fell and was revised due to the liner pulling out of cup approximately 1 month later. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records/radiographs and picture provided. Review of the available records identified the following: visual examination shows the liner has been disassociated from the shell with the head still assembled. The components show blood stains, no further information can be obtained from the image. Dislocation of the left hip arthroplasty, including the liner. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. It was reported that the patient fell however it is unknown if the fall caused or contributed to the disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.